Event description:
A pt who was implanted with elevate graft reported voiding dysfunction resulting in self catheterization and intermittent voiding. Add'l info received on 10/21/2009 indicates that pt had a revision in 2009, the mesh was loosened slightly, she continued to self-catheterize two to three times daily. It was resolved five months later.